Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was unable to duplicate the reported problem. However, the service tech confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service tech replaced the exhalation flow sensor. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.

Manufacturer narrative:
H6: exhalation flow sensor.